Event description:
It was reported that the patient presented to the emergency room after experiencing tachycardia. The physician prescribed medication without improvement. The patient was stable. No additional information was available.